Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator extra large round stiff snare was used during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the physician tried to excise a 4cm polyp in the cecum. When attempting to apply electrocautery, there was no conduction of current and snare would not cut through polyp. The staff changed the electrocautery cable, but this was not successful in achieving a current. The snare catheter was subsequently cut and the scope was removed from the patient, leaving the snare behind. The snare was taped to the patient's leg and was sent home. The hospital followed up with the patient and they were fine. There were no patient complications reported as a result of this event. Additional intervention was not required to remove the device. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.